Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming for gas leak. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse observed leak alarms in alarm journal. The fse was not able to reproduce the reported issue. Performed all leak tests and passed to specifications. Tested gas loss in iab circuit and alarmed as per specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) was alarming for gas leak. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b6, b7, d10.